Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose at 660 mg/dl. No air bubbles were found in the tubing of the infusion set. Customer declined to troubleshoot further. Customer stated her last set change was two days prior and that when she removed the infusion set, the cannula was kinked. Nothing further reported.